Event description:
I had a medium ethicon polypropylene mesh system put in. I immediately had terrible problems with the mesh. My incision would not heal and my husband had to pack my incision for 2 months! I experienced terrible pains in my abdomen, and down my leg leading to terrible heel pain! I could hardly walk. After 7 months of excruciating pain, my surgeon decided to remove the mesh. Well, the mesh had, of course, grown into my tissues and there was no inguinal floor remaining. He had to do the bassini repair, which is old-fashioned way. I wish he had done this in the first place. I was not informed of the dangers of this mesh! I had no pain or complications with my hernia in the first place. Now I am left with pain that my surgeon says will probably be forever! Please, can somebody recall these meshes, so nobody else has to suffer like I did! Dates of use: 2006-2007.